Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient had valve and bypass surgery, and the surgeon wondered if he affected the leads. The right ventricular (rv) lead was checked and had low r waves with no capture. The rv lead was successfully repositioned. No additional adverse patient effects were reported.